Event description:
In 2009, the pt reported that over the last week she has had elevated blood glucose readings up to 375 mg/dl with her normal range being 90-100 mg/dl. She said, she has no symptoms. She has received several occlusion on her insulin infusion device which she cleared by changing her infusion set. She stated the first occlusion occurred while she was on a cruise and she noticed her insulin was cloudy. Today at breakfast, she received an occlusion and she had an elevated blood glucose reading of 374 mg/dl. She changed her infusion set and cartridge and her blood glucose is coming down. Site selection and mgmt were discussed with the pt and a courtesy guide to infusion site mgmt was sent. On f/u with the pt four days later, she stated her blood glucose is back to her normal range and everything is going well. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.